Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested but unavailable: an echelon 45 stapler attempted to be used by surgeon. Stapler would not fire, then would not release. Attempted again with new 45 stapler, the same thing happened. Attempted with echelon 60 stapler with green load stapler fired but surgeon unsure of how well it worked. He also noted that on the upper thin side of the stapler jaw on the 60 that it looked bent. Questions: is the device available for return? When the surgeon fired the psee60a device and was "unsure of how it worked", can you describe how the device did not work? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? How was the procedure completed? Was there any patient consequence as a result of the event? Additional information from user facility medwatch: an echelon 45 stapler attempted to be used by surgeon. Stapler would not fire, then would not release. Attempted again with new 45 stapler, the same thing happened. Attempted with echelon 60 stapler with green load stapler fired but surgeon unsure of how well it worked. He also noted that on the upper thin side of the stapler jaw on the 60 that it looked bent.

Event description:
It was reported that during an unknown procedure the devices won't cut. The first one was stuck, but not anymore. It was not clear what it was stuck on or how it was removed. The caller was in the middle of the procedure and could not provide any additional information. There was no patient consequence reported.